Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a loss of stimulation from the implantable neurostimulator (ins) along with shocking described as sudden as painful spasms that "come and go". The patient stated that they did not feel the stimulation but felt it at the incision site when they were at work around machines. It was also reported that the patient had a CT scan on (B)(6) 2016 and did not turn off the ins. In addition, the patient mentioned being at the airport (unknown when) and not going through any security screening devices but stated that the "gravity of the airport itself felt like her therapy was on 'full force". The patient checked the ins with the programmer and the stimulation was on. They had the ability to adjust the stimulation up or down which they tried but did not resolve the issue. The patient stated that they increase the stimulation over 5 volts but did not feel the stimulation. The indications for use for the implanted device were noted as complex regional pain syndrome type I and spinal pain.

Event description:
Additional information received from the patient reported that no steps had been taken to resolve their issues. It was reported that the patient didn't feel stimulation unless they bend down a certain way. The patient stated that they tried to "up their number" but nothing would happen. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.